Event description:
The reporter stated the surgeon implanted a 23.5 diopter cq2015 collamer three-piece lens but the injector overrode the lens and tore it. The lens was removed with no patient injury or complications. The reporter stated it was unknown as to why the injector overrode the lens. This is one of two lenses for this patient. Please reference 2023826-2005-00974.